Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was stuck and rusty. Further, o-rings of the device were defective and the fischer cap was broken. Loose connection issue was also observed. The motor, o-rings and the protective cap at the cable were replaced to resolve the issues. The device was cleaned, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. User mishandling and/or lack of maintenance can be the most probable root causes of the other identified failures, however, a definite root cause cannot be determined with the available information. The defective components of the device would have caused the device not to function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/16/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate the 8022 handpc tornado shaver. This device doesn¿t work. The procedure was completed with a replacement. The device is available to be returned for evaluation. Additional information received from the affiliate reported a surgical delay did not occur and a different device was used to complete the procedure.